Manufacturer narrative:
Manufacturer¿s evaluation: the complaint for erosion cannot be confirmed by product analysis. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR. Report: 1627487-2015-003132, 1627487-2015-03133 & 1627487-2015-03134.

Event description:
Device 1 of 4. Reference MFR. Report: 1627487-2015-003132, 1627487-2015-03133 & 1627487-2015-03134. The patient had 2 occipital (off-label) scs leads (serial (B)(4)) and 2 supra-orbital (off-label) scs leads (serial (B)(4)). It was reported the patient's occipital leads were auto-reducing. Lead diagnostics revealed high impedance values. An, sjm representative was able to resolve the auto-reducing with reprogramming. It was also reported the patient was not receiving stimulation within certain areas of her pain pattern and one of the supra-orbital leads had migrated (date of event unknown) and the other had eroded (date of event unknown) through the patient's skin after an impact to he head. As a result, the scs system was explanted.

Manufacturer narrative:
UDI(di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.